Manufacturer narrative:
The investigation showed that the device completely shut down and did not solely perform a warmstart of the displaying unit - the cockpit. For the investigation the logfiles and the exchanged internal battery were analyzed. By testing the battery it was not possible to reproduce the issue. The battery operating time was well within the specification. However according to the logfiles the battery capacity decreased much faster than expected and the device shut down after two minutes operation time. Ventilation stopped and according to specification the power failure alarm was generated for at least two minutes by the independent piezo speaker. Hence it was concluded that the decreased battery performance was a temporary effect due to contact problems at the connection at the battery. The reported problem was solved by replacing the battery.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported the following: we had an issue today where one of our newer ventilators was on a patient that needed to be transported to a room that was basically adjacent to the one they were in for a procedure. This ventilator had been running from about 10:00 am this morning. The rts starting moving around 12:58. Around 13:02, the cockpit restarted and they reported hearing the unsilenceable alarm that normally accompanies this. No injury reported.